Manufacturer narrative:
No devices were returned for examination. Medical records were reviewed. No other related reports were found against the femoral stem in a search of the complaints databases. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Further corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleged the patient suffered pain, disability, impairment, disfigurement, aggravation of a pre-existing condition and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. Update rec¿d 5/14/2014 - sales rep reported revision surgery right hip. Patient was revised to address pain, fluid collection, and elevated metal ion levels. Upon revision, brown/black fluid and acetabular cup loosening were noted. Invoices located for both hips. There is no new additional information that would affect the investigation. This complaint was updated on: 06/11/2014. Update 1/9/2017 - medical records received. They pertain only to the left hip. After review of the medical records for MDR reportability, the medical records revision surgical indications stated worsening left hip pain, elevated ions and changes around the acetabulum. The revision procedure notes fo rhte left hip identified "significant metallosis and debris at the head and neck junction¿on the trunnion blackened debris". It was also noted that "acetabular bone stock was quite thin circumferentially around" the existing cup, which was "not grossly loose". Surgeon " removed the cup with minimal bone loss. There was a very small area of bony ingrowth...the remainder of the cup came out with no bone on it whatsoever...just fibrous ingrowth". A non-displaced, small crack--intraoperative acetabular fracture, occured. Repaired using the new cup with 7 acetabular dome screws for fixation. No metal ion lab values available. Date of revision surgery added for left hip. Stem and asr adaptor sleeve added to the complaint for the left hip. Intraop fracture-major and elevated metal ions added to the complaint. This complaint was updated on: 1/30/2017.